Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Customer consumed apple juice, cheese, and bread to address low bg. Reportedly, customer is working with healthcare provider to adjust basal rates and address bg.